Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose readings. The reading was 230 mg/dl at the time of the call. The customer stated she was experiencing nausea. The customer also stated she had an infection. Troubleshooting was performed and the insulin pump passed the required tests.